Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a patient was undergoing cataract extraction procedure, when the kellman purple phaco tip broke off leaving the tip in the patient's eye. The surgeon was able to remove the tip. There has been no reports of additional medical intervention required.